Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind,basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was programmed with multiple basal rates and monitored. All the basal were delivered and recorded properly in basal review screen. No unexpected basal delivery noted. Pump was received with cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads,cracked display window corner and scratched lcd window. (B)(4).

Event description:
It is reported that a customer has physical damage in the form of cracks located in the reservoir of the patient's insulin pump. The patient's blood glucose level was at 123 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.